Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. See: [mw5073408].

Event description:
The healthcare provider (hcp) reported via the user facility that the device was explanted due to malfunction of high impedance on (B)(6) 2016. The patient outcome was hospitalization. The diagnosis for use was gastroparesis. There were no further complications reported as a result of this event.